Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The struts from the centre of the stent were distorted and stretched distally past the tip. This damage is due to the stent meeting resistance or an obstruction. The devices stent protector was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent was stretched. A 24x4.00mm promus premier stent was selected to treat the lesion. During preparation outside patient's body, resistance was encountered while removing the protective cap from the stent and upon inspection it was noted that the stent struts were stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent was stretched. A 24x4.00mm promus premier¿ stent was selected to treat the lesion. During preparation outside patient's body, resistance was encountered while removing the protective cap from the stent and upon inspection it was noted that the stent struts were stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.